Event description:
Anesthesiologist attempted spinal anesthesia for a scheduled c section. The spinal did not produce adequate results, the patient did not become numb enough, therefore, a spinal/epidural was placed and c section proceeded. Inadequate numbing post spinal occurred 3 times on 3 different patients therefore supply chain management was notified and all kits with this same lot number were removed from supply carts.